Manufacturer narrative:
Additional information provided in e.1, h.6. And h.10. Two opened probes were received with tip protectors, in a tray with other items, for the report. Sample #1 was visually inspected and found to be non-conforming with orange/brown foreign material on the welded cap. The sample was then functionally tested for actuation and aspiration and was found to be conforming for both functional tests. Sample #2 was visually inspected and found to be non-conforming with orange/brown foreign material on the port face, in the port, on the tip of the needle, and on the welded cap. The sample was then functionally tested for actuation and cut and was found to be conforming for actuation and was non-conforming for cut. Sample #2 was then disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge and several other locations along the inner cutter. Dried white foreign material and orange/brown foreign material was observed on the tip of the probe needle. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation did not confirm that sample #1 had a cut failure; the cut functionally of sample #1 was conforming. The evaluation does confirm that sample #2 had a cut failure. The cause of the cut failure in sample #2 is the observed gouges on the cutting edge of the inner cutter. The root cause for the gouges is the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. No action has been taken as the reported cut failure was not confirmed in sample #1 and it appears that the observed cut failure in sample #2 was due to excessive use of the probe by the user. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the vitreous cutter was not sharp enough during surgery. There was no patient harm. The surgery was completed after replacing the product with new one. The procedure type was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).